Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the PICC catheter was placed under ultrasound on (B)(6) 2025, and was maintained on (B)(6) 2025 with pain in the upper arm and fluid oozing out of the puncture port during push injections, which led to removal of the catheter, which was found to have ruptured approximately 6 cm inside the puncture port after removal. The catheter was used for only 20 days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4fr powerpicc solo was returned for evaluation. An initial visual observation of the video showed the catheter being infused while partially removed from the patient's arm. As the syringe plunger was depressed, a spraying leak was observed at approximately the 10 cm marking. Three depth markers were observed to be faded. What appeared to be discoloration was visible on the catheter tubing. The details of the damage to the catheter could not be discerned. No other damage to the device was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.